Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of taxol. It was reported that prior to pt use, the pharmacy assistant noted solution leaked from the tubing. The tubing set was replaced. There were no reported adverse effect to the healthcare professional. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 11879. The domestic list number has a common device name of 80fpa and has a 510k of k933326. Documentation received from the reporter indicate that info on reprocessing of the device was unk. (B) (4). (B) (4)